Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0 / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-08-31.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital for right upper extremity (rue) weakness and suspected cerebrovascular accident (cva). The site reported that the patient had heard a low flow alarm and mistook it to be a battery or power source issue. The patient¿s driveline disengaged when the patient rushed up from their bed to address the low flow alarm triggering a vad disconnect alarm. The patient then proceeded to change both the power sources and switched to the backup controller but the alarms continued. The patient eventually discovered the driveline disconnect and reconnected the driveline to the backup controller starting the pump. The site suspected the patient to have cva from thromboembolism due to the extended pump off time. Computerized tomography (CT) scan of the patient revealed transient ischemic attack (tia). The site further reported that they decided to exchange the patient¿s back up controller in case of any potential issue or damage to the controller from the attempts at reconnecting by the patient. The controller did not have any bent pins upon assessment. The patient was already on anticoagulants. The site also re-explained the different alarms to the patient. The patient¿s symptoms were reported to be resolved prior to their discharge. The pump is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Failure analysis revealed that the controller passed functional testing and visual inspection. Analysis of the alarm log file revealed one low flow alarm on (B)(6) 2018 at 06:50:12. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow limit was set at 2.5 lpm; the average flow when the low flow alarm was triggered was recorded at 2.2 lpm. Analysis of the alarm log file also revealed three pump disconnect alarms on (B)(6)2018 at 06:55:36, 07:08:55 and 07:15:05. This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported vad disconnect alarms. Log file analysis also revealed two controller power-ups on (B)(6) 2018 at 07:08:48 and 07:14:58. No anomalies were observed during the recorded controller power-ups. The controller was without power for 12 minutes and 58 seconds, and 4 minutes and 4 seconds; respectively. The data point prior to the first controller loss of power, at 06:55:20, revealed that a power adapter was the only power source connected to the controller on port 1. The data point after the controller power up event, at 07:09:24, revealed that a power adapter was the only power source connected to the controller on port 1. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power can be attributed to disconnection of both power sources from the controller. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnections of the driveline from the controller. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. An internal investigation has been opened to evaluate the events involving the controller losing power and implement corrective actions as required. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.